Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Based on the data log and device analysis the cause of the purge pressure not changing triggering a purge fluid not detected alarm could not be determined as the failure was not reproduced but may have been influenced by the user.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that while an automated impella controller (aic) was supporting a implanted impella pump, the purge cassette priming stopped and a purge fluid notification appeared on the screen. A second aic was used to successfully support the patient. No patient harm was reported.